Manufacturer narrative:
(B)(4). Date sent: 4/27/2021. Additional information was requested, and the following was obtained: can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Does the surgeon routinely wait 15 seconds prior to firing? Where exactly was vessel place within jaws? Was the vessel under tension during firing? What is the current patient status? 1. No foreign material was available on the tissue or staple line. 2. The surgeon was waiting 15 to 20 seconds before firing the stapler for full compression. 3. The vein was placed exactly on the mid-line of the cartridge. 4. The surgeon didn't feel any tension during firing or came across with an unusual situation however, after the stapler was opened, the surgeon realized the patient has started to lose blood. 5. The patient is still getting dialysis support due to heavy blood loss and kidney perfusion. 6. Stapler lot: t93w21. Cartridge lot: t4072x.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. . Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Does the surgeon routinely wait 15 seconds prior to firing? Where exactly was vessel place within jaws? Was the vessel under tension during firing? What is the current patient status?

Event description:
It was reported that during the open liver tumor operation, a stapler was used on a vein which was half of the cartridge width. The stapler was reopened and reclosed on the tissue to take safety measurements. After the stapler's trigger was closed, the stapler was fired on the vein but the patient lost a lot of blood due to the device has cut but not closed the vein. When the stapler was opened, it was seen that the staples didn't close the vein. The patient received 7-8 units of blood transfusion and taken into ICU. The patient has been intubated and because the loss of blood has caused serious damage to the kidneys, the patient is still connected to the dialysis machine and in serious condition.